Event description:
Healthcare professional reported injecting a patient with botox, juvederm ultra xc in the "tear troughs" and juvederm ultra plus xc in the "oral commissures and small bolus in corner of mouth." Patient developed "lumps in the oral commissures area" and later developed lumps in the tear troughs as the filler "risen to the surface of the skin." Palpitation of the lumps were "very hard" and unable to be massaged. The filler has also appeared to migrate "laterally" from the initial placement. Patient was advised to "rest, increase water intake, nsaids and daily massage" upon the initial review. Patient took "diuretics and antihistamines" to reduce "hardening and swelling." Patient also received a "radio frequency treatment attracted to water" called max rf that was followed by massage. Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2014-00336 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of "very hard lumps, filler risen to the surface of the skin" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.